Event description:
Boston scientific received information that this pacemaker did not deliver pacing following connection of a competitor right ventricular (rv) lead to the header. The device was subsequently interrogated where it was found that it had remained in ship mode. The device was manually activated with high pacing thresholds and impedances greater than 2,000 ohms. Post-implant no noise or artifact was observed though pace impedances remained high. A data disk was sent to boston scientific technical services (ts) for review. Ts confirmed the post-implant observations and also added that the patient was only pacing approximately three percent of the time and a large number of premature ventricular contractions (pvcs) had been recorded. Ts suggested possible causes and advised the physician be made aware of other device features that would require manual activation should they elect to use them. Information was subsequently received indicating that lead insertion was not tested at implant; however the physician feels the issue to be related to patient condition and the use of an epicardial lead as opposed to a lead or connection issue. It is unknown if rv pace impedances remain greater than 2,000 ohms. No adverse patient effects were reported and the physician has no plans for system revision. This device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.